Event description:
Pt was admitted to the hosp complaining of chest pain and tingling in left arm following a heavy fall. Pt was tested for troponin t on the suspect device and value was 0.59ug/l. Plasma sample was run using reference method and value for troponin t was normal (<0.02). The pt received a coronary angiogram. The pt was diagnosed with presumed musculo-skeletal chest pain.